Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. The device was deemed infected. It was noticed that the pump eroded from scrotum. The skin around the pump became thin with the pump visible. The ipp was explanted and replaced with tactra as a place holder for a future attempt of another ipp. There were no device issues reported. There were no further patient complications.